Manufacturer narrative:
The hba1c reagent lot number is 801767, the expiration date was not provided. A field service engineer (fse) determined that there was a blocked sample valve. The fse cleaned the flow path, replaced the sample valve and sample probes, and adjusted the cell filling volume. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable hba1c results from the cobas c 503 analytical unit. A doctor questioned a patient's result, so the customer began repeating samples. In repeating other hba1c results, on (B)(6) 2025 a second patient was discovered with questionable results. The initial result was 18.5%, and the repeat result was 5.11%.